Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level ranging between 360 mg/dl to "high". Cause of bg was due to occlusion alarms and at times cause was not known. Manual injections were administered to address bg. Reportedly, the customer reverted to alternate insulin therapy for diabetes management.